Event description:
Connection screw broken in the nail. The nail had to be taken out because it was too deep and a new one put in. Loss of time.

Event description:
Connection screw broken in the nail. The nail had to be taken out because it was too deep and a new one put in. Loss of time.